Event description:
There was an allegation of a questionable calcium result from the cobas 8000 c702 module for one patient. The initial result was 1.45 mmol/l, and the repeat result was 2.50 mmol/l. The customer considered the repeat result to be correct. The questionable result was not released outside of the laboratory.

Manufacturer narrative:
The calcium reagent lot number and expiration date were not provided. A field service engineer (fse) determined that there was damaged tubing in the cuvette rinse station. The tube was repaired. A mechanical check was performed, and no leaks were found. The rinse water volume was normal. Qc was completed and passed. The investigation determined that the service action resolved the issue.